Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the red and white (pp+) wires inside the dn. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.